Manufacturer narrative:
The c-t ii port closure, 10/15 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).

Event description:
While using a c-t ii port closure for a da vinci tlh/bso a piece of plastic off the suture guide on the second pass.